Event description:
The hcp reported the pt had the pump replaced. The next day, the pt was found unresponsive. The hcp adjusted the pt's pump dose due to concern the pt had received an overdose. The pt was reported to be doing fine after the adjustment.